Event description:
It was reported that the balloon froze on the guidewire. This 10x 80 mustang balloon and a 035/260/3mm amplatz super stiff guide wire were selected for use during a percutaneous venous stenting procedure for iliac vein compression. During the procedure, after the location of the lesion was determined by sheath angiography, an 035/260/3mm amplatz super stiff guide wire was used with a 10x 80 mustang balloon. Upon advancing the balloon, a large resistance was observed, and the balloon became stuck. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.